Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was difficult to activate. The cause for the failure was isolated to internal damage to the front response buttons due to exposure due to the missing cover. The root cause of the internal damage cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.